Event description:
Restenosis.

Manufacturer narrative:
As reported in the literature review article from korea, "stent fracture is one of the leading causes of restenosis after sirolimus-eluting stent implantation," reports that 24 restenotic lesions were observed in 22 patients. Eight of the cases also had stent fracture. Information regarding additional treatment is not reported in the abstract. This complaint captures one of the cases with restenosis only. Additional details of this event have been requested. Please note that this product is not distributed in the united states but it is similar to the us distributed cypher sirolimus drug eluting stent, it is also not available for testing and evaluation. This event has been brought to our attention by a literary abstract. A male patient with a medical history of smoking and hypercholesterolemia experienced restenosis post cypher stent implantations. Initially, the patient was admitted with nstemi and underwent an angiogram that revealed an lvef of 60% and a lesion in the mid lad. This patient's history and presentation with an mi puts him at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The mid lad lesion was described as type c, 94.1% occluded, 2.74mm in diameter and 32.5mm in length. The safety and effectiveness of the cypher stent has not been established in these type of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of a 3.50 x 23mm cypher stent at a maximum inflation pressure of 14atm. This was followed by the overlapping placement of a 2.50 x 33mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The procedure was completed with a resultant residual stenosis of 1.83%. The post procedural administration of asa or plavix was not reported. Some time after the index procedure, the patient experienced unstable angina and underwent a repeat angiogram that revealed an 87.6% focal restenosis within the previously implanted cypher stents. This was treated with cutting balloon. The product remains implanted in the patient and is thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation. There are patient, vessel and procedural factors that may have contributed to these events. The product was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01316 and 9616099-2006-01666.